Event description:
Allegedly pt died on the surgical table.

Manufacturer narrative:
Investigation is not completed. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.